Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer stated that there was a leak between the exit site and the hub. The patient has had a palindrome in place for at least 12 months. The catheter was removed and replaced.